Manufacturer narrative:
E1: patient city: (B)(6). Patient country: qatar.

Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient experienced an event where the packaging was not sealed properly, was misshapen, or the sterile packaging was not intact on (B)(6) 2024. No further information was available.